Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead was defective. The surgeon noticed stylet did not reach to the distal end of lead. The lead was swapped out before implant with another lead. Patient is well. The issue is reported to be resolved. The lead will be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the lead (lot# va1vufu) revealed that the distal end was stretched and there were no significant anomalies. If information is provided in the future, a supplemental report will be issued.